Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The 100% stenosed lesion was located in a moderately tortuous and non-calcified right coronary artery. The lesion was not predilated. A 3.50x32mm taxus liberte' drug eluting stent was deployed in the lesion and was well positioned and well apposed. No patient injuries or complications occurred. Patient status was satisfactory. Six days later the patient presented with chest pain. Thrombosis was found at the edge of the stent in the proximal right coronary artery. A thrombectomy catheter was used to remove the thrombus. No further patient injuries or complications occurred. Patient status is satisfactory. It was noted that the patient was non-compliant with their prescribed medications and had only taken the initial dose of plavix upon discharge.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed, and no issues or discrepancies were found to met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.